Manufacturer narrative:
(B)(4). Supplemental MDR - syringe needle connectivity issue. As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 1ml ll had a syringe needle connectivity issue. The following information was provided by the initial reporter: material # 309628 batch # 3027073 & 3027085 it was reported by customer that the needle came off of syringe verbatim: rcc received a complaint via email. Email(s) attached ed. Needle came off of syringe". Item -200108017 lot - 3027073. ------------------------------------------ customer responded on 26-mar could you please specify the exact quantity affected for each of the two lots? Per the reported event, ¿¿drug was drawn up using sterile technique. During priming, needle came off of syringe and medication ejected from syringe" one syringe was used. However, it is unknown which syringe lot was used. Per the astellas coc, syringe lots 3027073 and 3027085 were used in izervay kit lot t16240047a2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The injection was not administered to the patient. There was no patient harm, injury, complication or negative outcome that occurred as a result of the event.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.